Event description:
It was reported that the patient was dizzy and lightheaded. The device showed dual electrogram (egm) on the magnet egm. There was poor transmission due to loss of telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.